Event description:
The customer reported to olympus that during preparation for use in a diagnostic procedure, the evis exera iii bronchovideoscope failed the air/water leak test. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image on the scope and the screen was black. This report is to capture the reportable malfunction of no image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the exera data verification had no data transmission; the distal sheath and distal sheath glue were non-olympus, with the glue being too thick; switches one and four were not working; the insertion tube had dents and was unable to pass a ring gauge; and the control body and scope connector had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image, though unconfirmed, was most likely water invaded the scope connector while the user was handling the device which led to a limited abnormality of electronic parts. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.